Event description:
It was reported that the top and bottom case halves of the epg (external pulse generator) were cracked, and the protective top clear cover was missing. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).